Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 15-nov-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station was not communicating with other machine and trouble had happened during removal of medication. A technical support specialist (tss) troubleshooting was completed on and data synchronization logs showed uploads were current with no missing server data. Medication application logs indicated storage space-access-cache errors and cabinet controller disconnects that caused application crashes, though the issue had not reoccurred and was possibly related to behavior described in knowledge article - med es 1.7.4 - error "cannot access a disposed object". Network interface card (nic) and universal serial bus power saving settings were disabled to prevent internal nic dropouts. Confirmation was needed to determine whether the issue persisted, along with a medication example for further troubleshooting. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es the users had trouble removing medications from 10-9. The user stated that if they were able to remove, it did not show on 10-9n or 10-9s that the medication was removed and 10-9 pyxis was on override right now. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es the users had trouble removing medications from 10-9. The user stated that if they were able to remove, it did not show on 10-9n or 10-9s that the medication was removed and 10-9 pyxis was on override right now. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.